Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). The physician performed isometric testing on the patient and atrial lead noise was reproduced. Programming changes were made for the lead on (B)(6) 2021, which resolved the inappropriate mode switching episodes. There were no adverse consequences to the patient.